Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 4 months after the dental implant and abutment were placed in ada site 16 the mouth, the implant had not yet achieved osseointegration in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4). Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that nearly 4 months after the dental implant and abutment were placed in ada site 16 the mouth, the implant had not yet achieved osseointegration in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 4 months after the dental implant and abutment were placed in ada site 16 the mouth, the implant had not yet achieved osseointegration in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.